Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approx 12 months ago. Vessel morphology at the time of implant was not reported. The pt presented for a routine follow-up appointment. It was reported that a recent CT demonstrated a distal type I endoleak of the iliac stent graft. The cause of the type I endoleak is reported to be due to the rapid shrinkage of the aneurysm. The physician elected to implant an aneurx iliac limb and the distal type I endoleak resolved. No additional clinical sequelae were reported and the pt if fine.

Manufacturer narrative:
Secondary intervention. Eval: results - endoleak. Rapid shrinkage of the aneurysm. Conclusions: rapid shrinkage of the aneurysm.